Event description:
The patient reported that her generator has been off for years as her vocal cords were damaged. Information was received from the physician that the patient had issues with hoarseness and vocal cord paralysis after initial implant. She then struggled with stimulation during titration which never subsided, therefore the device was disabled. Per the physician, the vocal cord issues were due to the vns implant surgery. The device history records of the generator and lead were reviewed. The devices passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.